Event description:
Procedure: vats. According to the reporter: one side of the staple line fired and the other side did not. The procedure was converted from laparoscopic to open and another device was used to finish the case. Surgery time was delayed 1 hour.